Event description:
It was reported that during an unknown procedure, trocar gas leak occurred; it was a problem whenever instruments were exchanged. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? Yes, nurse heard hissing sound. If so, did the noise prevent insufflation? Yes, it did. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes, it did. What was the gas consumption rate or volume (liter/minute)? About 12-13 volume. Were you able to identify where the leak was coming from? I couldn't identify where it occurred. Was a device inserted in the trocar during the leaking? If so, what device? Yes. 5mm endo instrument. Was any torque being applied to the trocar or device? No.

Manufacturer narrative:
(B)(4). The analysis results for the instrument confirmed that it was returned non-functional. The obturator was received inserted through the sleeve; therefore, the duckbill was deformed. No functional test was performed. No conclusion could be reached as to what may have caused the reported incident. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.